Event description:
It was reported that a week after implantable cardioverter defibrillator (ICD) change, there was an alert for right ventricular (rv) lead impedance out of range. The pocket was re-opened, and it was found that the chronic superior vena cava (svc) coil was not completely secured in the header of the ICD. Upon reconnecting the device, the coil impedance jumped to a high measurement. Blood was reported in the header of the device. It was also noted that there may be a set screw issue. The ICD was explanted and replaced; however, the rv lead exhibited intermittent high impedance on the high voltage (hv) coil impedance. Detections were turned off on the lead, and a few days later, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed, there were no anomalies found. Concomitant medical products: 694765 implantable tachy lead: (B)(6) 2009. 4076 implantable pacing lead: (B)(6) 2013. (B)(4).